Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the trocar lancets were dull and hard to penetrate the patient's eye during a vitrectomy procedure. The product was replaced and the procedure was completed without further problems. Patient outcome is unknown.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Twelve unopened trocar assemblies were received in trays for evaluation. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and samples 1 through 3 and samples 6 through 12 were found to be conforming. Penetration testing could not be performed for samples 4 and 5 due to the damage of the samples. The returned sample was found to be conforming, therefore the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar blades were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).